Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous mid left arterior descending. A non-bsc guide wire was advanced to the lesion. Thrombus suction was performed using an unspecified thrombus suction catheter. Predilation was performed with an unspecified semicon balloon catheter. A 16mm x 3.50mm taxus element stent was selected to treat the target lesion; however the device was unable to cross the lesion. When the device was removed, it was noted that a part of the distal stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).